Event description:
Medtronic received information that this bioprosthetic valve, implanted 1 year in the pulmonary position (ross procedure), was explanted due to proximal anastomosis stenosis.

Manufacturer narrative:
(B) (4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without return of the valve for analysis, no definitive conclusions can be drawn regarding the performance of the product.